Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) regarding this implantable lead, as the implantable cardioverter defibrillator (ICD) recorded a shock impedance of 142 ohms, which is high out of range, during non-invasive maneuvers. The earlier shock impedance value was 63 ohms, and it was mentioned the value showed a slow increase. Troubleshooting recommendations were provided. Additional information was received. The patient was seen in-clinic and troubleshooting was performed by using stimulation therapy with increased output. It was observed that after troubleshooting the shock impedance measurement did not show any change as the value is still approximately 142 ohms. The patient was seen in-clinic and troubleshooting steps were performed. It was mentioned that there is no indication of a defect on the lead according to the physician and the patient will be closely followed-up in latitude. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) regarding this implantable lead, as the implantable cardioverter defibrillator (ICD) recorded a shock impedance of 142 ohms, which is high out of range, during non-invasive maneuvers. The earlier shock impedance value was 63 ohms, and it was mentioned the value showed a slow increase. Troubleshooting recommendations were provided. Additional information was received. The patient was seen in-clinic and troubleshooting was performed by using stimulation therapy with increased output. It was observed that after troubleshooting the shock impedance measurement did not show any change as the value is still approximately 142 ohms. The lead model/serial number was requested, however, it has not yet been provided. The lead remains in service. No adverse patient effects were reported.